Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 31-oct-2018 with the following findings: a review of the black box showed a call service 165 exceeds maximum total daily dose. The basal and bolus totals reached 100 units at the time of the maximum total daily dose warning. Unrelated to the original complaint, the battery compartment was cracked at the left of the grip pad. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a history/settings (inaccurate delivery) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported based on the allegation against the delivery function of the pump.